Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer removed the cartridge from the pump while still being connected at the site. Insulin could have accidentally been delivered to the customer due to this misuse. There was no adverse impact to the customer¿s blood glucose level due to this issue. Tandem technical support educated the customer on proper unload and reloading of insulin cartridge into the pump. The customer reloaded the cartridge and continued to use the pump for insulin therapy.